Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized for the duration of their IV antibiotic treatment. The infection has since resolved, and the patient has resumed use of the device. The patient is currently on a course of oral antibiotics (date and duration not reported). This report is filed march 8, 2016. Implanted device remains.

Manufacturer narrative:
This report filed february 2016. Device remains implanted.

Event description:
Per the clinic, the patient developed a post operative infection and fluid at the implant site. Subsequently, the patient was treated with IV antibiotics from (B)(6) to (B)(6) 2016, resulting in a reduction of fluid at the implant site. The device remains implanted.